Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: medtronic cryo sheath. Carto 3 system, model # m-5830-01, s/n: (B)(4). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis yielded an unknown amount of fluid. Patient was transferred to the operating room. Patient's status was not known at the time of complaint report. Patient required extended hospitalization as a result of this adverse event for monitoring of the pericardial drain. Patient outcome was reported as life-threatening. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. It was noted that it was not related to any device malfunction. There is no information regarding transseptal puncture. Sheath used was a medtronic cryo. Generator settings included: temperature control mode at 60 degrees celsius, 60 watts (not titrated), and standard settings. There is no information regarding generator parameters at the time of injury or ablation time at the site of injury. There is no information regarding irrigated catheter flow. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value, if the smarttouch was in close proximity to another catheter, if the catheter was zeroed after initial warm-up, or if the carto 3 system indicated to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.